Event description:
The case was scheduled as a davinci xi laparoscopic ventral hernia repair with mesh. During the case the grasping mechanism on the prograsp forcep stopped working. It was taken out of the surgical site and looked at on the field. A pin fell out of the prograsp forcep. The device was looked at by the instrument room staff and thought to be intact. An x- ray was taken of the surgical site. X -ray was clear of foreign retained object.